Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. Trans-septal access was gained and the appendage was visualized using a pigtail catheter and the 31mm device was advanced into the laa. The first deployment was too proximal and the device was partially recaptured and redeployed multiple times until the device was sitting more appropriately in the ostium. The release criteria were then assessed. It was noted that the 135 degree appeared enface. The device was then viewed in 3d and an angiogram was also performed to assess device placement. The physician determined the device was acceptable and then released the closure device. Upon release a major shift was noted. Echo was reassessed and it was clear the device had shifted and a large limbus shoulder was noted. An angiogram was taken which showed that the device was hanging out of the appendage on the limbus side. The device was attempted to be snared to grab the device and pull it back into the delivery sheath. Multiple times with the snare they were able to grab the threaded insert and pull it into the sheath. Each time as the shoulders were just starting to collapse the snare would pop off the threaded insert and the device would return into place. After multiple attempts with the same result the physician decided that since the patient was stable and the device appeared to be stable with good anchor engagement he would wake the patient up and discuss options with the patient. Those options were surgery to remove device or monitor the device. The patient opted to leave the device and monitor it. An x-ray was performed that same day as well as a follow-up x-ray the next morning. The device had not moved and the patient was discharged to home.